Event description:
It was reported that a cartridge alarm 20 occurred during pumping. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer successfully loaded a cartridge from a different lot number and resumed insulin therapy. The issue was resolved with instructions to contact support again if the problem persisted.